Manufacturer narrative:
The lens was returned partially inserted into the loading area of a used company cartridge. This appeared to have been done to return the lens. The lens case was not returned. The lens was scraped and on the posterior surface near the edge. The damage traveled from the edge inward. The lens was also cracked across the opposite side near the edge. This damage may indicate plunger underside occurred. Inadequate viscoelastic was observed in the company cartridge. The cartridge tip had a large aneurysm on the top left. Heavy tip stress was also observed. The cartridge had evidence of placement into a handpiece. Used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. A qualified viscoelastic and cartridge were indicated. The handpiece was not provided it is unknown if a qualified handpiece was used. The lens was not returned stuck in the cartridge tip; however, lens and cartridge had damage that would indicate a plunger underride occurred. The lens was scraped and on the posterior surface near the edge. The damage traveled from the edge inward. The cartridge tip had a large aneurysm on the top left. Heavy tip stress was also observed. The root cause of the reported complaint and the observed damage may be related to a failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the company cartridge. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly, causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery with intraocular lens (iol) implantation, the iol became stuck in the injector tip. There was patient contact, but no patient harm occurred. The surgery was completed on the same day.